Event description:
It was reported that after his bundle ablation procedure, crosstalk was observed. Device was reprogrammed and no further issues were reported. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.